Event description:
Anti-thromboembolism umbrella placed in inferior vena cava in 2009. Death is from massive, acute, pulmonary saddle pulmonary emboli with clot origin in the left thigh/leg. The umbrella had pierced the inferior vena cava in three point, projecting spokes into the retroperitoneal soft tissues and into the peritoneal cavity with release of about 500-600 ml of blood into the peritoneal cavity. The shift of the anti-thromboembolism umbrella caused it to leave a large space through which the thrombi could pass to the heart. Dates of use: 2009. Diagnosis or reason for use: thromboemboli from leg following systemic trauma.